Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper limb. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the catheter tip burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that there was no allegation against this device because there was no procedure performed involving a 6.0 x40, 40cm gladiator balloon catheter. Event was reported in error.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the upper limb. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the catheter tip burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.